Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3772. Scs ipg, therapy date: unknown. Model: 3186 (x2), scs leads, therapy date: unknown. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads from the same lot. It was reported the patient (B)(6) experienced overstimulation and ineffective stimulation. An impedance check revealed high impedance in relation to the patient's extensions. As a result, the patient 's extensions were explanted and replaced. Surgical intervention resolved the patient's issue(s).